Event description:
The pt experienced a lack of therapeutic effect following the stage 2 implant procedure. It was noted that the pt did "great" during the trial implant (stage 1) phase. She met with the company representative and had her device reprogrammed twice, with 4 new programs provided each time. She initially was satisfied with the reprogramming results, but then had a return of urinary control and pain symptoms. The lead was then replaced. No pt injuries were reported.

Manufacturer narrative:
(B) (4).